Event description:
It was reported to medtronic minimed that the customer received a change sensor alert and noticed a a loss of communication between the transmitter and the pump. The customer experienced bruise and irritation at the sensor insertion site and reported that the cannula was bent. The event involved product mmt-7841zw. Troubleshooting was partially performed for the loss of communication and later customer did not ok to troubleshoot further. The transmitter serial number was programmed in pump and unknown whether the issue was resolved. Troubleshooting was performed for the change sensor alert, site issues, bent sensor and the sensor was replaced. No further patient complications were reported. No product return required for mmt-7841zw.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.